Event description:
It was reported that during a review of this implantable cardioverter defibrillator (ICD) system, farfield oversensing was noted in the right atrial (ra) lead. The oversensing resulted in an inappropriate mode switch. Technical services (ts) reviewed the device programming and further noted that due to device programming there was functional undersensing which contributed to inappropriate mode switching. Device reprogramming options were discussed with the health care professional (hcp). This lead remains in service. No adverse patient effects were reported.